Manufacturer narrative:
(B)(4). Batch# r92w1g. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, the device had difficulties advancing the blade at the start of the procedure. Continued till the blade broke near the end of the case. Fragments were removed without additional intervention. Opened another instrument to finish the operation. There was no adverse consequence for the patient.